Event description:
It is reported that a customer had bolus wizard issues on their insulin pump. The patient's blood glucose level was at 135 mg/dl. The customer stated that there were no significant events that could have led to the issue. Pump did not make the correct calculations based on information entered. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the bolus wizard did function properly per bolus wizard sample in the insulin pump user guide. The insulin pump was received with cracked case at display window corners and battery tube threads, minor scratched display window, and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.